Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during procedure, the delivery shaft was fractured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 53.1cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during procedure, the delivery shaft was fractured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.